Manufacturer narrative:
(B)(4).

Event description:
Patient had stimulation in wrong location, stimulation was too strong when laying down, constant nagging pain between legs. The patient had tenderness at ins(stimulator) site, bloody discharge that was now a clear discharge from ins site. Patient had poor communication. The stimulation sensation the patient was feeling was painful stimulation and to positional movements stimulation. Patient was unable to communicate with implant, swelling and bandages present. Symptoms reported were stimulation being felt in the lower/upper back, stimulation feels too strong when laying down, constant nagging pain between the legs, tenderness at ins site with a bloody discharge that had now turned clear. Event date: for stimulation in wrong location was on (B)(6) 2015, event date for tenderness at the stimulator site, bloody discharge that was now a clear discharge from stimulator site was on (B)(6) 2015, and event date for poor communication was on (B)(6) 2015. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.